Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead was implanted into the atrium. Multiple tests exhibited that the right atrial lead failed to measure the sensory parameters. Physician suspected perceptual impairment. The right atrial lead was not used and was replaced. The patient was stable post procedure.